Event description:
Customer stated that the display is going out and will not display all of the segments. A review of the system was conducted over the phone. It was determined that segments were missing from the 100's and units positions. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 for future questions/concerns.